Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was 186 mg/dl. The customer was disconnected during prime. The drive support cap was not damaged. Customer stated they have been on manual injection. It was advised a replacement will be sent and to discontinue the use of the device and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm compromised force sensor system alarm due to motor error alarm. Pump passed displacement test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.